Manufacturer narrative:
Isi received the mcs instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken tube extension at the distal end. The broken pieces were returned with the instrument. The known common cause of this failure is due to mishandling/misuse. The mcs tip cover accessory, installed on the mcs instrument, was also returned and evaluated. The mcs tip cover accessory was found to be torn at the distal end. Material from the tip cover did not appear to be missing. The damaged area measured approximately 0.246. Device history record (DHR) review - a DHR review for the device involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon had to enlarge an incision port in order to remove the mcs instrument that allegedly broke and got stuck in the cannula. However, based on the evaluation of the instrument, the instrument damage can be attributed to misuse/mishandling. Therefore, there is no indication that a malfunction of the instrument occurred.

Event description:
It was initially reported that during a da vinci-assisted presacarel neurectomy, the tip of the 8 mm monopolar curved scissors (mcs) instrument broke into pieces inside the patient. Three instrument fragments were retrieved from the patient. There were no reports of any patient harm. On (B)(6) 2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr explained that the tube extension of the mcs instrument actually broke and not the tip of the instrument as initially reported by the site. The surgeon had to lengthen one of the incision sites in order to remove the instrument. According to the csr, the instrument was reportedly stuck and the surgical staff had difficulty removing the instrument from the cannula. The csr stated that all the instrument fragments were retrieved and there was no injury to the patient.